Event description:
It was reported that this pacemaker system exhibited high impedances on the right ventricular (rv) lead. The pacing impedances had been increasing and the rv lead was programmed to the unipolar configuration. Technical services recommended to re-program the device back to bi-polar sensing. The magnetic resonance imaging was performed successfully and the implanted device was checked after the procedure. This device and rv lead remain in service. No adverse patient effects were reported.